Manufacturer narrative:
The patient underwent mesh implantation in order to treat a cystocele, a rectocele, vaginal vault prolapse, and incontinence. The patient underwent the concurrent procedure of pinnacle (boston scientific) implantation during mesh implantation. It was reported that following insertion the patient experienced pain, bleeding, dyspareunia and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair, cystoscopy, sacrospinous vaginal vault suspension, enterocele repair, and urethropexy.